Event description:
Boston scientific crm received information that at last device follow up appointment the battery status on this device stated good. Today, it noted that there is no longevity remaining. The patient and physician were surprised that the battery could deplete that quickly and with little to no warning. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that at last device follow up appointment the battery status on this device stated good. Today it noted that there is no longevity remaining. The patient and physician were surprised that the battery could deplete that quickly and with little to no warning. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. The device performed normally throughout analysis and was found to be functioning as designed.